Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and unable to open due to medications standing up inside the drawer. A field service engineer recovered the drawer, opened it, and repositioned the medications to clear the obstruction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed and was unable to open and the issue persisted after reboot and recover storage attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.